Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-04078, and 2210968-2022-04972.

Event description:
It was reported that a patient underwent a lower uterine segment cesarean section on (B)(6) 2022 and suture was used for suturing the skin. The intraoperative suturing was smooth. On (B)(6) 2022, the doctor found during ward round that the patient had pale bloody exudation when squeezing the incision, without other special symptoms and signs. The patient was given incision gauze drainage and dressing change. On (B)(6) 2022, the patient still had pale bloody exudation in the incision, without other special symptoms or signs. The doctor gave the patient extended wound debridement and dressing change. On (B)(6) 2022, the patient's incision exudation was reduced, and the patient was given debridement and suturing of abdominal wall incision under spinal anesthesia. During the operation, the suture of the original abdominal wall incision used for suturing the anterior rectus sheath was found broken in the middle. After the doctor cleaned the wound with normal saline, the wound was scraped with vascular forceps, and the anterior rectus sheath was continuously sutured with silk suture and the skin and subcutaneous tissues were intermittently sutured. The patient was in stable condition currently, and no subsequent adverse event report was received.